Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k023948.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a power issue with her one touch basic meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter not turning on began on an unspecified day "almost a month ago" prior to contacting lfs. She stated that she manages her diabetes with a combination of metformin (1000 mg) and lantus (30u) and due to the alleged issue she continued taking her usual dose of medication. The patient claimed "a week" after the alleged issue started she had "dry mouth and was urinating frequently". In response to her symptoms, "2 weeks" after the alleged issue started while at a doctor's office visit, her blood glucose was tested and a result of "24 mg/dl" was obtained. She also reported that her doctor advised her to continue taking her medication. During the initial call with customer service, the agent noted that there was no information of misuse of the device and the batteries were not due for replacement. Replacement upgraded products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the reported issue began.